Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1414106) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See medwatch report # 3004939290-2014-01030 for the first device.

Event description:
The following information was reported: 2 devices lost pressure at 2nd stop (arteriotomy). Manual compression was applied for 20 minutes to achieve hemostasis. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f.